Event description:
During an unrelated procedure, the right ventricular (rv) lead was observed to be dislodged. The issue was resolved by explanting and replacing the rv lead. The patient experienced no consequences.

Manufacturer narrative:
The reported event was dislodgement. A complete lead was received for analysis. As received, the helix was fully extended, covered in blood and within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.